Manufacturer narrative:
Concomitant medical products: product ID 8709sc lot# (B)(4) implanted: (B)(6) 2009 product type catheter . Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving compounded baclofen (365 mcg/ml at 50.85 mcg/ml) and prialt (ziconitide, snx-111) (10.0 mcg/ml at 1.393mcg/ml) via an implantable pump for intractable spasticity. It was reported that during the pump eri (elective replacement indictor) on (B)(6) 2022, the patient voiced concerns about the performance of the pump. The patient stated that relief not as good recently. The physician opened the pump pocket and noted that the catheter was positioned across the reservoir section of the pump (laying on top of the pump). The physician inspected the catheter and noticed a small nick in the proximal catheter. They removed 6 cm of the existing old 8709 sutureless connector. The sutureless connector was replaced with a new 8578. The drug in the pump was removed and used for the new pump. The pump was filled by operation room technician with unknown amount of sterile water so that the pump would not be dry for analysis. The issue was resolved at the time of report. The patient's weight and medical history were asked but unknown. The patient's status at the time of report was alive - no injury.

Manufacturer narrative:
H3: analysis of the catheter revealed catheter body; user related hole. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.